Event description:
It was reported the customer had a blank display on their insulin pump. Customer also stated their insulin pump would alarm after a battery change. The customer's blood glucose was 15.8 mmol/l. The insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The pump was received with a blank display due to cold solder joints on the mother board. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.